Event description:
While brushing my teeth with a spinbrush toothbrush the brush part that attaches to the base came off. The vibrating mental shaft in the base cut the inside of my cheek. I threw the entire brush out.